Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2015-23545. It was reported the sjm representative met with the patient and x-rays showed both of the patient's leads have migrated to the right. Subsequently, the patient will undergo surgical intervention as the next course of action.